Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that there was a feeling of "tapping" in their chest since the lead had been implanted. The physician had mentioned to the patient that the lead had been difficult to get into a good position and that it may be stimulating a nerve. The lead had been reprogrammed and the feeling was temporarily relieved. Further follow up information with the clinic indicated that the patients reported symptoms was not attributed to the lead and that the patient was being monitored. It was later reported that the patient had diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed an no anomalies were found. There was blood in/on the helix mechanism.

Event description:
It was reported by the patient that there was a feeling of "tapping" in their chest since the lead had been implanted. The physician had mentioned to the patient that the lead had been difficult to get into a good position and that it may be stimulating a nerve. The lead had been reprogrammed and the feeling was temporarily relieved. The lead remains in use. No patient complications have been reported as a result of this event.